Event description:
It was reported that the pump time and date was incorrect, cause by a malfunction alarm. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternative method of insulin delivery. A replacement pump was sent to customer.